Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the hook was bent inside of the jaws. The reported condition was confirmed. The investigation found the hook was bent inside of the jaws. The hook did not deploy when the paddles were activated due being bent. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the device had sheath issues. They opened a new like device to complete the procedure. There was no patient injury.